Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during a cataract surgery a handpiece presented limited performance in aspiration mode. The procedure was completed with another handpiece. There was no patient impact. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.

Manufacturer narrative:
The system and the phaco handpiece were examined and no issues were found with the equipment. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 2, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to exhibit no functional issues. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).